Event description:
Medtronic received additional information which stated that 12 years and 7 months post implant of this 31mm mitral bioprosthetic valve, a procedure was scheduled to explant and replace the valve with a mechanical valve of a different manufacturer. The reason for replacement was reported as severe mitral regurgitation due to valve degeneration and prosthetic valve endocarditis. It was noted that the patient had been experiencing shortness of breath (sob) and fatigue. A transesophageal echocardiogram (tee) showed broken mitral valve cusps with one cusp noted to be flail and a mobile mass observed on the ventricular side. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated a4 updated b3 updated b5 updated b7 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 12 years and 7 months post implant of this 31mm mitral bioprosthetic valve, it was reported that there may be an issue with the device. It is unknown what the issue is at this time. It was also reported that a new procedure may take place. It is unknown what type of procedure or if this has occurred. No additional adverse patient effects were reported.